Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided with the original bard inlay box and pouch inside a large ziploc bag. No suture and pigtail straightener were provided for evaluation. Visual requirements state to use unaided eye at 12" to 18" distance under normal room lighting unless otherwise noted. When evaluating the sample, it could be seen that the sample had been removed from all the original packaging including the perforated bag. The separation occurred on the stent's body. The separation appeared to be stretched due to the form and discoloration of the separation. The sample appeared to be used due to calcium buildup in the port holes and the matter on the outside of the stent. Complaint was opened to capture calcium build up found in stent. The suture and pigtail straighter were not provided. Also received one photo sample showing top view of stent being broken in 2 separate pieces. Dimensional evaluation noted dimensional requirements state the od to be 0.061" ± 0.002", tip ID to be 0.039" ± 0.002", and guidewire to be 0.035" ± 0.001".the sample passed the dimensional requirements. The od was measured at 0.0601" and 0.0612" using a laser micrometer. The tip ID was measured using a 0.039" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. Although an exact root cause could not be determined a potential root cause could user does not handle with care, bends sharply. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was found to be broken when they opened the package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was found to be broken when they opened the package.